Event description:
It was reported by service report that the brakes were not locking and that the scale was not functioning. No adverse consequences have been reported.

Manufacturer narrative:
Result - scale display assembly.